Manufacturer narrative:
Summary of the investigation: upon reception, the returned smartview connect was tested and the reported behaviour was not reproduced, since it was possible to pair it with a reference pacemaker. In-depth analysis revealed that pairing with the implant of the patient on (B)(6) 2023 as well as the initiated pit successfully worked. Further attempts to communicate with the implant in bluetooth low energy (ble) were made (daily monitoring alerts, pit and a follow-up), but could not be transmitted. As indicated, the distance between the smartview connect and the implant was checked and found to be appropriate. Based on available information, no malfunction of the smartview connect and its application is suspected. Given that the pacemaker files provided were only dated up to on (B)(6) 2023 several days after pairing), it is not possible to determine the exact root cause of the issue reported on (B)(6) 2024. One hypothesis could be related to a ble perturbation due to the environment in the patient home.

Event description:
Reportedly, only the pit initiated the day of implantation at the hospital worked, as it was not possible to obtain any communication with the implant. On (B)(6) 2024, the patient got a follow-up and the ble of the smartview connect was tested, but no association was possible with the implanted device. Another smartview connect was tested but was also unable to connect to the implant.

Event description:
Reportedly, only the pit initiated the day of implantation at the hospital worked, as it was not possible to obtain any communication with the implant. On (B)(6) 2024, the patient got a follow-up and the ble of the smartview connect was tested, but no association was possible with the implanted device. Another smartview connect was tested but was also unable to connect to the implant.

Manufacturer narrative:
Additional information received: the reported event could have occurred either due to a ble disturbance at the patient home or from the implant side. However, since no expert files have been yet provided, additional investigation will be performed upon reception to determine the root-cause of the event.

Event description:
Reportedly, only the pit initiated the day of implantation at the hospital worked, as it was not possible to obtain any communication with the implant. On (B)(6) 2024, the patient got a follow-up and the ble of the smartview connect was tested, but no association was possible with the implanted device. Another smartview connect was tested but was also unable to connect to the implant.